Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed noise spikes and had an inappropriate anti-tachycardia pacing (atp) episode. The noise had also caused brady pacing to not be delivered when required. Technical services (ts) was consulted and recommended evaluation options for this system. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed noise spikes and had an inappropriate anti-tachycardia pacing (atp) episode. The noise had also caused brady pacing to not be delivered when required. Technical services (ts) was consulted and recommended evaluation options for this system. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and this crt-d has been explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.